Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.